Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (15) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, stain on the electrical contacts of the system may have caused the subject event since it did not recur in the inspection. It was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparo-thoraco videoscope had a blackout occur. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm. The procedure was completed with a similar device.